Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging the one touch ping meter was missing results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began at an unspecified time on (B)(6) 2013. The patient manages his diabetes with an insulin pump. The reporter stated that the patient did not make any changes to his usual diabetes management regimen in response to the alleged issue. On (B)(6) 2013, at 6:00 a. M., before the alleged issue occurred, the reporter stated the patient developed symptoms of ¿stomach ache and dizzy¿. On (B)(6) 2013 in the ¿afternoon¿, the reporter stated the patient went into the doctor¿s office for a visit and was advised from a health care professional (hcp) to ¿temporarily change the basal percentage to 20% for 6 hours on (B)(6)¿. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.